Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4) - dyspareunia, difficulty urinating, difficulty defecating. (B)(4) - pain occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure in (B)(6) 2008 for an enterocele and/or rectocele. Within one week after the surgery, the pt experienced severe pain, difficulty urinating and defecating, and dyspareunia. After a few weeks a relapse occurred. The mesh has been partly removed, but almost two years later the pt still has complaints and is limited in her daily activities.